Event description:
It was reported that during the initial implant procedure, the stylet pierced through the left ventricular (lv) lead while being inserted resulting in lead damage. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of stylet punctured the lead was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the lead insulation was punctured at the s-curve region. The ptfe coating of the stylet and kinked inner coil were also found in the same location. The cause of the reported event of stylet punctured the lead is consistent with procedural damage.